Event description:
It was reported that the patient experienced a shocking sensation at the neurostimulator site that traveled down their leg and into their toes. It caused the patient's toes to curl. The shocking sensation occurred when the device was turned on. The neurostimulator was quite superficial and it appeared that it may be rotating within their pocket. The patient was at the clinic in fair condition. Further information is being requested from the hcp.